Event description:
Tear in cornea / laceration eye [corneal perforation]. Corneal abrasion (provisional diagnosis) [corneal abrasion]. Swelling around eye [eye swelling]. Eye pain [eye pain]. Burning eye [eye irritation]. Eye redness [ocular hyperaemia]. Accidental exposure (toothpaste flicked into eye) [accidental exposure]. Eye injury [eye injury]. Foreign body was in eye for 52 hours [foreign body in eye]. Sweats at night [night sweats]. Eye sensitive to light [photophobia]. Brownish red eye discharge [eye discharge]. Eye was hot [eye disorder]. Eye infection [eye infection]. Redness extended from her eye into facial cheek [erythema]. Facial cheek swollen [swelling face]. Cellulitis (provisional diagnosis) - periorbital [periorbital cellulitis]. Device induced injury (foreign body from toothbrush flew into eye) [medical device complication]. Her body was hurting [pain]. Allergic reaction [hypersensitivity]. Case description: a consumer reported that her (B)(6) daughter splashed zooth anticavity toothpaste, pink sparkle bubblegum flavor into her eye 1 splash, 1 only while using her zooth power toothbrush, hello kitty version 1 applic, 1 only on (B)(6) 2009, and reported the following: eye pain, burning eye, redness eye, tear in cornea, accidental exposure (toothpaste propelled in eye). All symptoms beginning (B)(6) 2009. Treatment: flushed the eye. The case outcome was not recovered/not resolved. No further info was provided. On (B)(6) 2009, drug and poison info ctr f/u phone call: the mother reported that toothpaste flew in daughter's eye when she turned on the toothbrush. Additional events reported included corneal abrasion (provisional diagnosis), swelling around eye, health care professional was visited. Treatment: 2 prescription antibiotic eye drops, numbing drops, and pain drops, also cool compress. No further info was provided. On (B)(6) 2009, drug and poison info center f/u phone call: the mother reported that she took her daughter on an ophthalmologist and was told that the toothpaste was so abrasive that it appeared the eye was injured from the toothbrush itself not the toothpaste. Eye required significant debridement, 4 days of therapy and pressure patches. No further info was provided. On (B)(4) 2009, consumer relations f/u phone call: the mother reported a piece of man made material came off the toothbrush as it was going into the daughters mouth. The doctor removed a piece of man made material from the upper eye lid which was scratching the cornea every time the child blinked. No further info was provided. On (B)(4) 2009, (B)(4) f/u phone call: the mother reported her daughter opened and used the toothbrush for the first time and something metal from the toothbrush flew in her daughter's eye causing injury/laceration requiring surgery. The metal part was in her eye for 52 hours. The object was sent to the lab. No further info was provided. On (B)(4) 2009, safety's f/u: phone call to consumer revealed the child was having sweats at night. No further info was provided. (B)(4) 2009, safety's f/u: phone call to consumer revealed used the zooth power toothbrush, hello kitty version concurrently with either zooth anticavity toothpaste, pink sparkle bubblegum flavor or oral-b stages anticavity toothpaste, pink bubblegum flavor. The child experienced eye symptoms as soon as the toothbrush was turned on. The child's father completed an eye flush with water. The child was seen by the mother who is a pediatric nurse practitioner in her office on (B)(6) 2009. The child was very photophobic. The mother completed an eye flush with saline solution, applied florescent eye drop in the child's eye and examined the eye with a black light where she identified a small corneal abrasion. The child was taken by the mother to an ophthalmologist on (B)(6) 2009. The child was given numbing drops in the eye, and the ophthalmologist performed an examination and diagnosed a massive corneal abrasion. The child returned to the ophthalmologist on (B)(6) 2009 where the cornea was debrided. An eye patch was applied overnight. The child continued to experienced pain that affected her whole body, her whole body was hurting. Her pain level varied as an 8, 9, or 10 on a scale of 1 to 10. The child was given ibuprofen. When the eye patch was removed there was a brownish red wetness on the gauze. The child was seen once again by the ophthalmologist on (B)(6) 2009 who noted that the eye was not better and need further debridement. The child was taken to a pediatric ophthalmologist on (B)(6) 2009 were lidocaine jelly was applied to the eye. The pediatric ophthalmologist examined the eye, administered a shot to the upper eye lid and the eye, flushed the eye, and removed dark black object from the child's eye. A contact lens was placed in the eye to help the corneal abrasion to heal. The child had multiple corneal abrasions that covered a large amount of the cornea. The child returned to the pediatric ophthalmologist on (B)(6) 2009. The child's eye was swollen, red, and hot. The child's experienced redness that extended to her facial cheek started to swell. The pediatric ophthalmologist believed that the child may have experienced cellulitis or a severe allergic reaction, therefore he discontinued the antibiotic eye drops, prescribed an eye ointment and prescribed oral antibiotics. The child's eye has shown improvement however she continued to experience some light sensitivity. No further info was provided. (B)(6) 2009 update: additional details revealed in a review of consumer relations f/u phone call on (B)(6) 2009: revealed the child is having night sweats and this could be from an eye infection. No further info was provided.

Manufacturer narrative:
The product batch lot info was not provided from the initial reported. Product requested from consumer but not received the date therefore unable to proceed with device eval.